Manufacturer narrative:
Product complaint # (B)(4). This report is for one (1) unknown plate/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: I want to attach rx of cubit trauma and radio that was resolved in first surgery at the hospital in madrid and the plaque yielded by fatigue producing new fracture. The board is synthes from jj. This complaint involves one(1) device unk - plates: trauma. This is report 1 of 1 for complaint (B)(4).